Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "polyethylene spinout in the attune cruciate-retaining rotating-platform (cr rp) total knee arthroplasty performed with a cruciate-sacrificing and measured resection technique" written by cillian j. Keogh, david mulcahy, declan reidy, david e. Beverland and james a. Harty published by knee surgery and related research 2020 was reviewed. The article's purpose was to consider the risk factors for spinout in the attune cr rp construct. Data was compiled from 279 cases that received primary tka between november 2015 and may 2018. Patella was not resurfaced and cement manufacturer is not identified. The article identifies 8 cases of spinout reporting all underwent initial revision for insert exchange and 4 required re-revision. Table 1 provides patient identifiers for these cases. Article also reports of generalized complications without patient identifiers. Figure 2 provides radiographic imaging for an example of posterolateral and posteromedial poly spinout. Generalized adverse events: infection (treated by washout and pe liner exchange). Pulmonary embolism (treated by anticoagulants). Identified patients with adverse events: case 2 of a (B)(6) yo female bmi 28.4 and femoral component size 6 with 11 degree valgus pre-operative deformity revised for posterolateral spinout 14 days post initial implantation with thicker insert. Re-revised to hinged prosthesis for spin out with no further information regarding days post initial revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.